Manufacturer narrative:
Upon investigation, no visible damage was noticed. Power loss could not be replicated running a week long endurance test. Device stayed powered on and operated as expected.

Event description:
User reported that the unit loses power. There was no patient harm associated with this event.